Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump had a blank display. The blood glucose value was 127 mg/dl. Customer stated that the insulin pump was cracked and they were able to read the screen. The product will return for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies .device received with corroded battery tube and corroded motor home switch. Device received with cracked battery tube threads and cracked case.